Manufacturer narrative:
During the displacement test, the pump was seated without reservoir due to severe dry substance debris contamination at the motor slide and reservoir tube. The pump was unable to perform displacement test due to contamination at motor slide and reservoir tube. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched display window and partially broken reservoir tube lip.

Event description:
The customer reported via phone call of a broken reservoir on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the plastic around the top is cracked in half. The customer stated that this is the second time that happened to her. The customer stated that she noticed the damage a couple of weeks ago. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.